Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device software and firmware upgrade, the pulse generator changed to backup vvi operation permanently. No patient was involved. The device was not used.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of the device image revealed code corruption from telemetry interruption. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. The device was tested on the bench and no anomalies were noted.